Event description:
The pt underwent diagnostic cardiac catheterization. The cardiologist attempted arteriotomy closure with a prostar 9 fr pvs sys. This was his first pvs procedure. He inserted the predilator and guidewire without difficulty and achieved optimal marking. The pvs device was inserted without difficulty, but the handle broke away during deployment. Further deployment was attempted with a hemostat, and was unsuccessful. Back-down was attempted, but was incomplete and the device could not be removed. The pt was sent to surgery for removal of the device and vascular repair. Surgical intervention was successful and uneventful and the pt was doing fine. The pt had a history of chronic steroid treatment for collagen vascular disease with systemic lupus. When the device was removed in the operating room, the vascular surgeon noted that the soft tissues in the area were extremely lax and friable. He noted that this condition was typical of pts on chronic steroid therapy. The device was returned to the MFR and inspected. An unusual accumulation of tissue was noted in and around the needle slots of the needle guide. Also, the handle and breaker had come free from the holder tube of the device, a safety feature of the device that is activated when excessive force is exerted on deployment. These two indicators in the design led to the conclusion that the presence of the tissue caused higher than expected deployment forces, leading to the break-away feature activation. The instructions for use clearly instruct the user to back-down the needles when higher than expected resistance is met on attempting deployment. Had the cardiologist backed down at the point of noting resistance, backdown likely would have been successful and the device could have been removed without requiring surgical intervention. Backdown can be accomplished without the handle being attached if the instructions for use are followed. Attempts to continue deployment using hemostats effectively clamped the holder tube and the guidewire together thereby preventing the device from deploying over the guidewire, creating the functional equivalent of a fixed wire. The back-down attempt was unsuccessful because the guidewire was kinked during the backdown attempt due to the placement of the hemostats. The instructions for use state that, when backing down the needles, the holder tube should be grasped by the forceps one centimeter or less from the point where it exits the core. Had this procedure been followed, the kink in the guide wire could have been avoided and the device likely could have been backed down.